Manufacturer narrative:
The technician found that the bed exit could not be set due to user error. The scale was not zeroed before attempting to set the bed exit system. Per the hill-rom user manual ((B)(4)) page 21: zero the bed exit alarm system; the bed exit alarm system must be zeroed before the pt is put on the bed. Be sure to put all linens, pillows, and equipment on the bed before you zero it. The technician zeroed the scale and the bed exit system functions as designed. Based on this info, no further action is required.

Event description:
The account reported that the bed exit would not set. The bed was located in storage at the facility. There was no pt/user injury reported. (B)(4).